Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that no further helix testing is possible due to bent helix. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a fixation difficulty during implant and the right atrial (ra) lead helix kept coming out. The lead was removed and replaced. No patient complications have been reported as a result of this event.